Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced an electrostatic discharge when handling a spectrum pump. There was no known patient injury or medical intervention associated with this event. It was also reported that the nurse had previously had an electrocardiogram and that the problem was not related to the spectrum pump. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported shock which was not reproduced. A visual inspection of the outer and internal components of the device did not reveal any abnormalities that could reasonably suggest a transfer of electricity from the device or its power source to a user. Based on the visual inspections performed by engineering, the evidence suggests that probable cause is an electrostatic discharge which resulted in a "shock" to the nurse and not a transfer of electricity from the device or its components as a result of a malfunction. The device passed all functional testing and was found to operate as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.